Manufacturer narrative:
Additional information was inputted in the following sections: a2, a3a, a6, b3, b5, b7. The patient's ethnicity/race was reported as white by the healthcare professional. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchors broke on a silent nite sleep device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were required, and the device was replaced with a similar device.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Additional information: the section g3 updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Additional information has been requested from the customer. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchors on a silent nite sleep appliance device broke.